Event description:
I had the essure device implanted (B)(6) 2012. In (B)(6) of 2015, I underwent laparoscopy to determine if I had endometriosis that was causing my severe pelvic pain, which was worse after intercourse. The test was negative, but I did end up needing my appendix removed. There was no explanation as to why my appendix had gone bad. I had previously been under the care of an oncologist as well, due to elevated white cell count and night sweats. No known cause has been found for either. Both started shortly after implant. I also have sores on my scalp, feet and arms that do not have a medical explanation at this time. Both began about 9 months after implant. I still continue to have severe pain in my right side, ovarian cysts and a pronounced endometrium was diagnosed on a cat scan. I believe these symptoms to be due to the essure implant.